Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in used condition. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing confirmed the customer reported issue. The investigation determined this was caused by fluid ingression on the downstream occlusion (dso) sensor. The dso sensor assembly was replaced.

Event description:
It was reported that the pump showed a cassette detect error. There was unknown patient involvement. No patient harm/adverse event was reported.